Event description:
After administering a vaccine to a patient, when the nurse activated the retracting mechanism to secure the needle, the safety chamber designed to house the needle fell off detaching from the mechanism. This caused the needle to fall onto the hand of the nurse causing a puncture. Other staff have reported difficulty using this specific product. This has been the only failure of this type. Nurse sent to employee health to be seen by a provider. We removed the box from which that needle was pulled from, locked in storage. No test or laboratory date to report. Patient was seen to establish care as a new patient - received labs orders complete metabolic panel, lipid, cbc, hemoglobin a1c, tsh free t4, vitamin d. Std screenings acute viral hepatitis - labcorp chlamydia/gc amplification urine-labcorp, hiv-1/2 combo eia-labcorp syphilis, screening cascade-labcorp.